Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52 cm proximal to the leadtip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed a rubbed through insulation in the distal area of the lead fragment. This damage can be considered as the root cause for the clinical observation of noise which led to vf detection as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.

Event description:
Ous MDR, this lead was explanted and replaced due to noise which had caused the device to charge before aborting. There were no adverse patient side effects reported.